Event description:
.

Manufacturer narrative:
(B) (4)(B) (4)the correct report # is 6000034-2009-00843 not 6000034-2009-00777 as previously reported.per patient's surgeon, the device was explanted on (B) (6) 2010, during the same surgery, the patient was re-implanted with another device.(B) (4)